Manufacturer narrative:
Software investigation completed. Findings are there is strong indication that there was shift in the patient's anatomy, and thus the exam would be suspect for use with navigation. Software is functioning as designed.

Event description:
A medtronic representative reported an alleged inaccuracy while in a cranial procedure. The 3d model was reported to be lacking quality, and the patient's anatomy had been compressed in the scanner during a posterior fossa craniotomy. The surgeon wanted to continue without editing the 3d model. A pointmerge registration with fiducials was performed successfully. When checking accuracy, the surgeon alleged it was [a few millimeters] inaccurate; the surgeon proceeded to navigate with this knowledge. Biopsy sample was not diagnostic. A medtronic representative confirmed likely shift and no guarantee of accuracy on same exams. A second biopsy sample was obtained and the tumor was successfully removed. The surgeon chose to complete the procedure with the use of the stealthstation treon treatment guidance system. There was no impact on patient outcome.